Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s partner reported via phone call that the customer was hospitalized for 3 hours due to hyperglycemia at 2.30pm. The customer blood glucose level was 400 mg/dl at the time of hospitalization. The customer stated they had blockage in the heart, which results in his blood glucose getting high. Customer stated that the meter had been reading 465 mg/dl, but when the hospital tested it read 400 mg/dl. Customer was treated with insulin pump and declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.